Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
T was further reported that spontaneous breathing was achieved, and circulation stabilized through respiratory management, but consciousness did not return, leading to poor pupil response. The patient's medication was adjusted.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died one day post implant of a leadless implantable pulse generator (ipg) system. On the same day as the implant the patient reported dyspnea in the ward, leading to an urgent computerized tomography (CT) scan. A CT sign in the basilar artery was observed, leading to a suspicion of cerebral infarction. At the time of the check it was noted that the ipg exhibited good data. The following day, the patient lost consciousness and passed away in the intensive care unit (ICU). Cause of death was provided as non-cardiac death. Basilar artery infarction. The ipg remains in the patient.